Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing. A technical support specialist (tss) connected to the server and executed a script to check the interface status. The tss then updated the services and reran the script to verify proper functionality and attached the relevant knowledge article titled medes: interface delayed/down notice for reference. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system orders were not crossing. However, there were no delay and adverse events or injuries reported based on this event.